Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation evaluation: reviews of the complaint history, device history record, documentation, manufacturing instructions, and quality control procedures, as well as a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device revealed a black fiber of unknown source attached to the spiral holder of the device. No other defects were observed. Additionally, a document-based investigation evaluation was performed. The device was otherwise packaged to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Reviews of the manufacturer¿s instructions and quality control procedures were conducted, and no gaps were discovered. Based on the information provided and the examination of the returned product, investigation has nonetheless concluded that the presence of the fiber can be related to the manufacturing and packaging of the device. Measures are being conducted to address this failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Product code = dqx wire, guide, catheter. Occupation = non-healthcare professional. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to patient contact, a hair was found inside the package of a safe-t-j amplatz extra-stiff support wire guide. The device did not make contact with any patient.